Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03231. It was reported the patient has been experiencing pain at her scs ipg pocket site since implant. It was also reported the patient experiences scs ipg pocket stimulation while using system stimulation. Additionally, lead diagnostics showed low impedance values for the scs lead.